Event description:
Info received indicates the foot end casters will continue to swivel after the brake is set.

Manufacturer narrative:
The tech replaced the foot end casters and the broken head end brake pedal to repair the stretcher.